Event description:
It was reported that when using the bd pyxis¿ medbank tower, the medbank screen display appeared too small. Remote access to the cabinet was performed, and the screen resolution settings were found to be greyed out, preventing any changes from being made. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the screen was too small. A technical support specialist disabled the 'hide modes this monitor cannot display' setting in the display adapter. Additional options appeared under 'list all modes,' and the resolution was updated to 800x600. The user confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.